Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the event occurrence date in section event date, provide additional information in section describe event or problem, and to correction section outcomes to adverse event, in the initial report "required intervention to prevent permanent impairment/damage" was selected, "other serious" should have been selected and has been updated.

Event description:
Additional information was received on january 12, 2017. It was reported that the wire was removed from the patient with none remaining in the patient.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record or shipping inspection record. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has not been received for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section of h6. The same user facility reported a similar event, see 9681834-2017-00248. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported guidewire breakage on the involved device. No known impact to the patient.